Manufacturer narrative:
One i3 unit model # cm1100 with main unit serial #(B)(6) and i3 accessories were returned. An error # 5 was produced with both tactile methods using the handheld of touchscreen and keypad input. A review of the log files revealed the line with ¿<reading-error>¿ tag as:<reading-error>5</reading-error. The value ¿5¿ was changed to ¿-1,¿ and the error # 5 did not reappear with either method of tactile input to take a reading when the unit was rebooted after file edit. Evaluation of the compact flash in terminal revealed the correct operating speed setting. The use of error 5 exploratory test software and i3 boot and reading cycling tool did not reproduce error # 5. The unit generated a network error during reading cycling. The unit passed formatted compact flash, barometric sensor, and dsp load portions of diagnostic test. The network error that occurred during reading cycling was determined to be an issue with the network and not the unit. This conclusion came from the fact that patient data patient being performed successfully and the unit passing connectivity portion of diagnostic test. A review of the DHR was performed for batch #6832627 and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed. The complaint of ¿the patient electronic unit received an error 5 message¿ was confirmed. Due to error # 5 being reproduced and compact flash having correct speed setting, the root cause was concluded to be pcb.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit resolved the issue.